Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit, noise in the image, and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, due to poor water-tightness of cable unit, water tightness is lost, and the most probable cause of the complaint is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera headcamera head had unstable image. The issue was found during a set up procedure. There were no reports of patient involvement